Event description:
The manufacturer received information alleging a system error on a ds2adv auto CPAP device. The device was not in use on a patient at the time of the occurrence. The device was returned to the philips service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation, it was noted that the ds2adv auto CPAP had a burned and corroded pca. The device will be returned to the pil for additional testing. The root cause is not confirmed at this time. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. A final report will be submitted once the investigation is complete.